Event description:
It was reported that the intraocular lens (iol) was explanted without complication 2 months after implant. The removal was due to the lens dislocation caused by the instability of the capsular bag.

Manufacturer narrative:
The returned iol was received and inspected under illuminated 10x magnification, one detached haptic was noted. In follow-up with the surgeon she indicated the haptic detached from the optic during the explant procedure and the dislocation was caused by the instability of the patient's capsular bag. The manufacturer will continue to monitor and trend all reports received. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All information provided is included in this report.